Event description:
Product analysis (pa) was completed for the suspect lead. The presence of a lead fracture and abraded insulation was verified in the pa lab. Abraded openings were identified in both the outer and inner silicone tubing, and the quadfilar coil was exposed. A break in the quadfilar coil was identified. Scanning electron microscopy identified pitting on the coil surface at the break location. The abraded openings provided the most likely leakage paths for the dried remnants of what was once body fluids. No other issues were noted with the returned lead portion. Note that since the electrode array was not returned, an evaluation and resulting commentary cannot be made on that lead portion. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full revision due to battery depletion, as well as damage to the lead. The damage was described as exposed wire; indicating that the inner and outer tubing was abraded open. The or support specialist also confirmed that high impedance was seen once the new generator was implanted. Diagnostics could not be performed with the old generator due to battery depletion. Battery life calculation confirmed that the old generator was depleted. The explanted devices have been received by the manufacturer and are pending completion of product analysis. No additional relevant info has been received to date.